Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during bolus delivery and load sequence with multiple cartridges. Blood glucose was 442 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.